Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. The silicone insulation was peeled away from the cold jaw support and remained attached to the jaw. Based on the returned condition of the device the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
"A visual inspection of the photograph determined that the heater wire had detached from the hot jaw. The silicone insulation had peeled away from the hot jaw. Signs of blood and charred tissue were observed. " the hospital reported that during a endovascular vessel harvesting procedure, the heater wire was bent and the silicone insulation had peeled away from the jaw on the hemopro 2. The hospital did not report any patient effects. It is not known if the product is returning.

Manufacturer narrative:
Jan 25, 2016 04:25 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
No description provided in email, picture attached. Cs: "a visual inspection of the photograph determined that the heater wire had detached from the hot jaw. The silicone insulation had peeled away from the hot jaw. Signs of blood and charred tissue were observed." The hospital reported that during a endovascular vessel harvesting procedure, the heater wire was bent and the silicone insulation had peeled away from the jaw on the hemopro 2. The hospital did not report any patient effects. It is not known if the product is returning.